Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. Unit received with cracked case at display window corners and battery tube threads. Unit received with scratched display window. Unit received with missing end cap sticker. Unit received with foreign debris under window display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 16.6 mmol/l. Troubleshooting was not performed. The device was returned for analysis.